Event description:
Unit was explanted due to a report of telemetered impedance measured greater than 2000 ohms. It was also reported that there was loss of capture. No further injury or complications reported. The device was not returned for analysis.